Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was exercised before the lead was put into the patient. The helix would not extend once in the patient. The lead was not used. No patient complications have been reported as a result of this event.